Event description:
During a product trail, the pump was programmed at 0130 hours to infuse 100cc of versed at a rate of 12 cc/hr. At 0330 hours, the pump alarmed "bag empty", though the total infused read "63.3". The nurse reported that the bag was empty. The pt was not injured and was alert and talking when the incident was identified.